Event description:
After filling device operator noticed product was leaking into cassette, no photo available. Additional information was received on 26 mar, 2020. The reported event occurred on (B)(6) 2020 while not in use with a patient but during the filling process.

Manufacturer narrative:
Completed on a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop the sample consist of one (1) product from p/n 21-7302-24 l/n 3882472 the returned sample was received in used conditions without its original packaged. Upon visual inspection no discrepancies. During functional testing performed using syringe and leak was detected. Engineering testing reviewed and performed 100% with no discrepancies. Root cause investigation and corrective actions will be follow by CAPA process, through CAPA(B)(4) open on september 22nd 2020. By the date that this investigation report is documented CAPA (B)(6) is under solution plan phase. The expected due date of this investigation phase is january 8th 2021.

Event description:
Investigation completed and summarized.